Event description:
It was reported that during the use of the product a no message alarm went off, then a no disposable pump won't run alarm sounded. No patient injury was reported.

Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will return this complaint for further investigation.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no major damage, bu ta crack was observed in the rear housing. Review of the event history log showed occurrences of a "power lost while pump was on" alarm and repeated power on/off. Functional testing was unable to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure., corrected data: updated section d: d1, d2, d3, d4.